Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing mid to moderate heart valve regurgitation. It was suspected that the issue was due to the replacements of the right ventricular and right atrial leads. No intervention was performed. No further information was available.